Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract after use. The following information was provided by the initial reporter: safety mechanism can¿t retract.

Manufacturer narrative:
H.6. Investigation summary: received a 20ga iag catheter-adapter assembly along with a needle cover. No packaging material was returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the unit was received with the needle in the out position. The white button was fully pressed cured adhesive was found between the white button and the grip. Functional test: the white button was pushed out then pressed again. After as second time of manipulating the white button the needle retracted inside the safety barrel. Conclusion: manufacturing: the non-retraction described in the event description was caused by cured adhesive on the button, which demonstrated incorrect placement of adhesive during manufacturing. The incorrect placement of adhesive disabled the ability of the unit to retract properly.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract after use. The following information was provided by the initial reporter: safety mechanism can¿t retract.